Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was failed. A field service engineer manually removed the cubies, cleaned a piece of foil from the contacts, and then reinserted the row board and cubies to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a failed drawer. The customer reported that there was a delay in dispensing medication to patient as pharmacy had to deliver the medication. There were no adverse events or injuries reported based on this event.